Event description:
Report 3 of 3. (B)(4) was received from (B)(6) that stated the following: "pt admitted to the ICU with acute respiratory failure requiring intubation. She was requiring vasopressor support for suspected septic shock. On the day of her death, her vasopressor requirement increased to the maximum dose of levophed, epinephrine, and vasopressin. However, she continued to have hypotension. She also had two cardiac arrests from which she was resuscitated earlier on during the day. Finally, following the second cardiac arrest, she was noted to require further vasopressor support. The pt's family made her a do not resuscitate after the second code. It was noted during the first and second code there was possible issues with the IV pumps. Staff responded to IV pump alarms and observed readings of "malfunction" immediately prior to the pt coding the first time. Another pump was brought in as the pt was being coded. The IV tubing was placed in the pump and again, the IV pump alarmed and the rn responded and observed the pump reading "malfunction" and the pt coded again. The pt was resuscitated both times." Upon further query the following additional information was provided. At 1625, the nurse responded to a device alarm. At that time, it was noted channel 3 of the device that was delivering levophed 2 mcg/kg/min was alarming for "malfunction." At 1628, it was reported the patient went into cardiac arrest (pulseless electrical activity). At that time, cardiopulmonary resuscitation was initiated and the patient was treated with 3 ampules of sodium bicarbonate, 1 ampule epinephrine, 1 ampule of calcium chloride. At 1629, it was reported the patient had a return of spontaneous circulation (rosc). After an unspecified length of time, it was reported the second device alarmed for "malfunction." The second device was removed from clinical service. Therapy was resumed using a third replacement, single channel device. It was reported, that the third device delivered briefly then alarmed for "malfunction" and the delivery stopped. At 1645, the patient went into cardiac arrest for second time. At that time, cardiopulmonary resuscitation was initiated and the patient was again treated with 3 ampules of sodium bicarbonate, 1 ampule epinephrine, 1 ampule of calcium chloride. It was reported that during resuscitation efforts, several nurses managed the device malfunctions and medications were delivered via gravity at a "wide open" rate. It was reported a nurse cleared the malfunction on the third device by turning the device on and off two times and the therapy was resumed. At 1654, it was reported the patient had again a return of spontaneous circulation (rosc). At that time, a fourth triple device was obtained and programmed to deliver vasopressin 0.04 units/kg/min and epinephrine 1 mcg/kg/min for severe hypotension. No further programming parameters were provided. At 1822, it was reported the patient expired. The cause of death was reported as progressive hypotension due to septic shock in the setting of severe pneumonia. An autopsy was not performed. This patient death has been reflected within MFR report number 9615050-2014-02194. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. If the device is identified and received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.